Event description:
The customer reported that the red alarms had been turned off.

Manufacturer narrative:
(B)(4). This complaint was deemed reportable due to the fact that an adverse event has occurred. Although the hospital stated that the adverse event was not related to the performance of the monitor we will report it with due diligence. There was no malfunction but rather a user interface issue with the monitor's parameters. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.